Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The battery compartment was found to have a leak in it. There was internal moisture damage in the battery compartment and on the back side of the battery compartment. The files were unable to be downloaded due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.